Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error while giving herself insulin. The customer was able to clear the alarm and rewind the insulin pump. The customer was unable to describe the damage to the drive support cap. The insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.